Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included doxycycline monohydrate, ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norethisterone acetate (loestrin), hydrocodone bitartrate;paracetamol (norco), intrauterine contraceptive device (paragard) and naproxen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for psych injury, migration. Discrepancy noted in essure insertion date- (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal). Reporter information, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for psych injury, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), psych injury, migration. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.